Manufacturer narrative:
Physician: dr. (B)(6).

Event description:
It was reported that an alert was observed on (B)(6) 2022 for episodes. The episodes showed appropriate therapy on 16 aug 2022 but also a couple of episodes of non-sustained oversensing and noise on the right ventricular (rv) lead but not true arrhythmia. Other parameters were stable. Due to the patient's history of true ventricular tachycardia, a rv lead revision was scheduled. A chest x-ray showed a slight externalization of conductors. The rv lead was capped (B)(6) 2022. The patient was stable throughout.

Event description:
New information received notes the patient called technical services (ts) stating that his riata lead had reportedly caused inappropriate shock over eight years. He wanted the physician to extract the lead as he believed it was causing him discomfort. Ts informed the patient that based on our records the right ventricular (rv) lead had been capped on (B)(6) 2022 and to consider reaching out to his provider for a chest x-ray and further testing.

Event description:
New information provided by the clinician indicated they had not been notified by the patient of any additional issue with the lead. The patient had not called them with any complaint as was relayed to technical services. The clinician suggested perhaps the issue had not been a serious issue otherwise, they would have been contacted. They indicated they would be following up with the patient for a device checkup as no complaint had been made to them by the patient.